Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient has been experiencing coupling issues with the patient handset and implantable neurostimulator (ins) for quite a while. Due to this issue, the ins decoupled from the handset quite often and would need to be linked to the handset again. The patient now has their fourth patient handset kit (handset/communicator) and the issue still occurs. The manufacturer representative (rep) noticed that the communicator was not used very often, resulting in being discharged relatively often. It was reviewed that this would unlikely have an impact on the ins coupling but advised to have the communicator sufficiently charged to allow for proper communication at all times. Due to the coupling issue, now the patient is unable to find the ins and set up connection again (which was possible previously). The ins is sufficiently charged; confirmed with the recharger application. The patient is also receiving stimulation. The ins is implanted in the belly that seems to be implanted parallel and superficial to the skin. When trying to connect, they first get a "no device found, replace communicator over the ins" screen. When they try to do so, they get another screen saying "no device response, try again.". At this point, connection with the communicator works fine. The issue is finding the I ns. Next troubleshooting steps were reviewed. It was also discussed that the ins position in the belly might cause connection issues in general, as due to this position, the ins is sensitive to breathing movements.

Event description:
It was reported that a patient has been experiencing coupling issues with the patient handset and implantable neurostimulator (ins) for quite a while (since more than a year ago). Due to this issue, the ins decoupled from the handset quite often and would need to be linked to the handset again. The patient now has their fourth patient handset kit (handset/communicator) and the issue still occurs. The manufacturer representative (rep) noticed that the communicator was not used very often, resulting in being discharged relatively often. It was reviewed that this would unlikely have an impact on the ins coupling but advised to have the communicator sufficiently charged to allow for proper communication at all times. Due to the coupling issue, now the patient is unable to find the ins and set up connection again (which was possible previously). This prevented the patient from adjusting therapy and made them anxious. The patient needed to adjust therapy during the night to avoid irritation and anxiety, which led to bodily symptoms like tension, headache, and more. The ins is sufficiently charged; confirmed with the recharger application. Coupling strength determined to be excellent. The patient is also receiving stimulation; therapy running. The ins was interrogated with the clinician application and interrogation was normal. Charging history showed no user error. The ins is implanted in the belly that seems to be implanted parallel and superficial to the skin. When trying to connect, they first get a "no device found, replace communicator over the ins" screen. When they try to do so, they get another screen saying "no device response, try again." At this point, connection with the communicator works fine. The issue is finding the ins. Next troubleshooting steps were reviewed. It was also discussed that the ins position in the belly might cause connection issues in general, as due to this position, the ins is sensitive to breathing movements. The patient handset kit was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.